Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-42 mg/dl. Suspected cause was due to having a basal setting that was too high. Customer attempted to self-treat by consuming carbohydrates; however required assistance from their spouse by providing juice and peanut butter to address bg. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.